Event description:
A home pt contacted baxter's technical service center for a check final line message that appeared on the display of the homechoice machine during the dwell cycle of her peritoneal dialysis therapy. Per initial report, the home pt disconnected a supply bag from the supply line of the homechoice machine nd reconnected the supply bag to another supply line. Baxter's technical center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.